Event description:
It was reported by the patient that their right ventricular (rv) lead had fractured. The patient states that the alarm started sounding, so she presented to her physician's office. The physician took an x-ray and understood that it looked okay. A few days later, the device started to alarm again. At this time, the rv lead detected "1000 instances that indicated a fracture". The patient states that they "turned off the device" at that point and is scheduled for an extraction procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).